Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure unknown: the inserts seemed to approximate tightly at the proximal end of the clamp jaws but the distal end was slightly gapped. We have ordered 2 new v. Mueller clamps and one seems to work with the inserts and one doesn't. These inserts were used in a procedure but I'm not sure if they were from the same lot or not. Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.